Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that 12.6mm vicm512.6 implantable collamer lens of a -9.5 diopter was implanted upsided down. The lens was removed and replacement lens was implanted.

Manufacturer narrative:
Corrected data: h4- manufacture date=26-apr-2023. Claim#(B)(4).